Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this lead was performed. The allegation against the lead was not confirmed as visual inspection revealed that there was no abnormalities found other than a slight twisting of the lead body, possible twiddler's syndrome. The lead tip appears intact and undamaged. (B)(4).

Event description:
It was reported that this left ventricular (lv) lead had pulled back into coronary sinus. The doctor tried to reposition this lead; however, the lead was eventually replaced. The lead was explanted. No adverse patient effects were reported.